Event description:
A report was received from the affiliate indicating that during a coronary intervention, the cypher stent dislodged in the patient. The stent was successfully removed and the target lesion was treated with another cypher select plus stent a couple of days later.

Manufacturer narrative:
This patient had a percutaneous coronary intervention (pci) at the ostium to mid right coronary artery (rca) with a 2.75x32mm taxus. Sometime thereafter, angiogram results showed in stent restenosis at the proximal to mid rca. The physician planned to deploy a cypher select plus stent to treat the restenosis. The lesion was predilated twice using a 2.5x20 mm maverick2 balloon. The physician proceeded to insert the 2.75x33mm cypher stent, however, he found that a stent dislodgement had occurred as he was crossing the lesion, therefore, he crossed the stent delivery system (sds) through the dislodged stent and dilated the sds a little bit and pull backed the dislodged stent, the guidewire and guiding catheter together. However, the stent could not be retrieved through the femoral artery site. Therefore, the physician punctured the left femoral artery and removed the dislodged stent with a snare and severed the distal part of the sds. Additional investigation of this event revealed that the lesion classification was type b and the vessel was tortuous but not very angulated. The stent dislodged when the sds was crossing the lesion. The sds was severed in order to be able to withdraw from the body and the entire sds was eventually removed from the patient. The distal sds was withdrawn from the left femoral artery and proximal end from the right femoral artery. The femoral artery required additional treatment following retrieval of the stent. No dissection occurred during the procedure. The patient is currently well. The sds appeared normal when removed the package and it was examined to verify functionality. Negative preparation was not performed once the stent crossed over the lesion. The sds behaved normally as it passed through the lesion. There was no resistance during the advancement of the device and the procedure took less than an hour. A device history record review for this product lot was conducted and the product met quality requirements for product acceptance. The device has been returned for evaluation, however, analysis results are currently pending. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.